Event description:
It was reported to minimed that the customer reported hypoglycemia due to the difference between sensor glucose and blood glucose level and the insulin delivery did not suspend. The customer reported a blood glucose value of 45 mg/dl and a sensor glucose value of 90 mg/dl at the time of the event. The customer was treated with a carb intake. The event involved the product(s) mmt-7040c1. Troubleshooting was performed where it was found that the difference between the sensor glucose and blood glucose was 45 which was beyond acceptable range, the customer was also advised to monitor the pump and blood glucose value the customer was using the product within 48 hours of the reported event. The customer was using the smart guard/auto mode feature of the product during the time of event. No further patient complications was reported. Product return for mmt-7040c1 was not required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.